Event description:
During a procedure utilizing an encore inflation device, the balloon catheter inflated, but the needle on the gauge of the inflation device did not move. There was no patient injury. The device has been disposed of by the end user and will not be returned.